Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio2 meter read inaccurately high compared to her feelings. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged meter inaccuracy began. The patient reported obtaining high readings while she was experiencing low blood glucose symptoms. The patient claimed that on one occasion, on the morning of (B)(6) 2023, she experienced symptoms of ¿shaking and sweating¿ and received a reading of ¿15.0 mmol/l¿ with the subject meter. Despite the alleged elevated result, the patient claimed she treated herself with orange juice and felt better afterwards. The patient manages her diabetes with a combination of oral medication (diamicron) and insulin (15 units once daily before bed). It was not reported if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.